Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient's pump had not flipped the location had just moved some. It was reported that the patient's pump was displaced due to weight loss. In regards to actions/interventions taken it was reported that nothing was needed currently unless the pump moved more. It was reported that there were no issues with filling the pump currently and that no decision had been made yet regarding pump replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated that their pump was "flipping out like a dinner plate instead of being vertical so the edge of it was pushing against the skin" and their health care provider (hcp) told them to call medtronic. The patient stated that their doctor had been using fluoroscopy to fill the pump, but was having a hard time filling it. The patient further stated that the pump was moving, constantly moving since they had it. They also noted that from one 3 month visit to the last one, it moved like an inch and that it was uncomfortable and that it shot out pains. The patient stated that the pump was also a 40 and that it was too big too and that their hcp said he didn't do pumps bigger than 20. The patient further reported that it bumped things and it was excruciating pain when they touched it and that you could see it through the skin - the part that th e lines went out that went into the spine. The patient also mentioned that it was cutting through the skin and was getting into the outside. When the agent inquired event date, the patient stated the pump started tilting about a year after they got it, but this year it had been moving massively. The patient also mentioned maybe the pocket was not tight and it just moves. The patient reported that the pump would wake them up in the middle of the night with excruciating, sharp pains that also happened during the day too. The patient said, "I don't know if it's snagging something or pulling tissue". The patient stated the hcp wanted to replace the pump but the patient inquired if the pump could/should be replaced prior to full battery depletion due to this issue. The patient mentioned they've always had dilaudid in the pump and that they had been with the hcp for "just about 7 years now - close too". The patient also stated that the hcp filled the pump "20cc once every 3 months and he drew more than 10cc to throw out. He would not adjust it and he put in 0.002 or something in there and I'm suffering and in pain.". The patient said that the hcp wouldn't increase it because it was bad to do that because that put pressure on the catheter.